Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. 459888 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was noted that the device had been implanted approximately one year after the use-by date. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead was undersensing during ventricular tachycardia (vt) episodes and exhibited a decrease in sensing of r-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.